Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-mar-2026 by an other health professional concerning a 52-year-old caucasian female patient. Additional information was received on the same day from same reporter. The medical history of the patient included thyroid condition, depression, eczema or psoriasis, and melasma. Concomitant medications included levothyroxine [levothyroxine] for thyroid condition, wegovy [semaglutide] for weight loss and lexapro [escitalopram oxalate] for depression. The patient had no known allergies. The patient had previously received treatment with 80 units of dysport [botulinum toxin type a haemagglutinin complex] in the areas of glabellar, frontalis and crow's feet on (B)(6) 2025 for cosmetic indication. She also received versa lip filler on (B)(6) 2025 and (B)(6) 2025 with no reaction. On an unknown date in 2026 (weeks prior to procedure with restylane eyelight), the patient had a cold and did not feelgood. There were protocols in place where they do not inject if patient was recently sick in last two weeks or were on antibiotics for last 2 weeks prior to procedures. On (B)(6) 2026, the patient received treatment with 0.5 ml of restylane eyelight (lot 21791), 0.25 ml to each side of under eye area (unknown injection technique and needle type). On the same day, the patient also received treatment with 80 units of dysport in the areas of glabellar, frontalis and crow's feet and there was no sign of infection in the forehead area. On (B)(6) 2026, the patient experienced swelling (implant site swelling), which was explained to her as normal. Then after a week, in (B)(6) 2026, the patient complained of pain (implant site pain). The hcp thought it was possible infection (implant site infection) and initiated treatment with first round of antibiotics with bactrim [sulfamethoxazole, trimethoprim] and prednisone [prednisone]. After two weeks, the patient experienced more swellings, possibly nodule (implant site nodule) or infection suspected. Then, a second round of antibiotics started with doxycycline [doxycycline] and still had no difference. The patient also started using an unspecified steroid cream from dermatologist for under her eyes around the time of the second round of antibiotic. On an unknown date in 2026, the patient was sent to eye specialist and eye surgeon, one thought it was an abscess (implant site abscess) while another thought it was an infection. On (B)(6) 2026, the patient received further treatment with 75 units of hylenex [vorhyaluronidase alfa] and there was no difference. On (B)(6) 2026, the patient again started a third round of antibiotics with oral bactrim. Currently, the events were ongoing and described as worsening. Outcome at the time of the report: swelling was not recovered/not resolved/ongoing. Nodule was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Possible infection was not recovered/not resolved/ongoing. Pain was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious events of nodule, abscess, infection at implant site and the non-serious events of swelling and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.